Event description:
Scissors would not cut. Seemed sharp on ends, but dull to cut. Did not close properly. Chewed up bile duct and physician unable to perform cholangiogram. If stone is in bile duct could cause later problems. Because of inability to perform a cholangiogram.